Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's leads were noted with high impedances. X-ray was taken showing that the leads were fine. The patient underwent a revision procedure. As physician opened the generator site, he accidentally clipped the lead, therefore, it was not possible to test the integrity of the lead. The physician suspected lead breakage due to the patient falling on the ipg and decided to explant the entire system and re-implant the patient with an upgraded system. The patient was doing well after surgery.